Event description:
Complainant believes that the zinc and echinasia tablets she was taking produced a false positive test result for morphine sulfate. The complainant stopped the zinc and echinasia tablets and repeated test six to eight weeks later w/negative results. She states the false positive test result could have jepordized employment.